Event description:
A lv pacing lead that was implanted on (B)(6) 2014 (sjm quartet 1458q/92 - (B)(4)) showed a high impedance error on the pacing vector suggesting a wire fracture within the lead. Other vectors (ie, wires within the lead) were fine and electronic changes were made - no adverse outcome were noted and pt was unaware of any issues.